Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported that during the implant procedure ventricular perforation occurred. Due to the perforation the patient developed tamponade. Clinical actions were taken, the procedure was aborted, and the patient was returned to the ward. The patient¿s condition deteriorated and the patient expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.